Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error several times during the weekend. Customer's blood glucose was unknown. No further information reported.